Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer treated their blood glucose with their insulin pump. The customer stated that their transmitter no longer keeps a charge. The customer was assisted with testing their device and was able to get the light on their sensor to blink. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.